Event description:
It was reported that prior to starting a da vinci si procedure, a broken cable was identified on a prograsp forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp was missing. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.